Manufacturer narrative:
H6. Evaluation: a review of the instructions for use reveals that this issue is identified in both adverse reactions section and warnings. Adverse reasons: adverse reactions reported during applications esophageal stethoscopes...and tissue burns due to aberrant electro cautery radio-frequency current pathways. Warnings: during the surgical procedures which employ electro cautery, use currently acceptable procedures to minimize conditions of the thermistor and lead wires functioning as an alternate path for radio-frequency current to return to ground, causing localized tissue burns. Procedures which may minimize risk of electro-surgical burns are: keep both active and ground electrodes of the electro-cautery system in close proximity so that the sensor is outside the radio frequency current field; keep temperature monitor with its associated cables separated from electro-cautery systems. Unusual, fast artificial variations in temperature readings may occur with concomitant applications of the electro-cautery system. This report has been logged for trending.